Event description:
Inferior vena cava filter was inserted through the right groin approach over wire, after removing triple lumen catheter at site. At point of deployment, filter did not remain at deployment point and traveled to pulmonary artery.